Manufacturer narrative:
H.3., h.6.: the lot number was not provided and no product was returned therefore no verification results are available. A risk based approach to the review of this complaint has been completed. Utilizing the results of this review, (including the criticality level of this complaint, reportability determination, availability of the complaint product, lot code information, and results of the complaint trend analysis) it is determined the applicable manufacturing review level has been completed in accordance with applicable sop(s). A trend investigation conducted for the reported lens brand revealed no adverse trends; therefore, no further activities and no further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported on (B)(6) 2019, by a consumer that upon putting on the contact lens, the contact lens tore. Additional information was received on 19mar2019, stating that the consumer sought medical attention and was diagnosed with ulcer on eyes. It was also reported that the consumer was prescribed with an unspecified eye drop and ointment, treatment modality and duration was not disclosed. The consumer¿s symptom was reported to have been resolved. Additional information has been requested but not yet received.